Event description:
Report received from (B)(6) stating that there was a hole in the hose. It is known that the device was being used during surgery however no patient or user injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "hole in the hose" was confirmed. During service, the device failed the pre-repair diagnostic assessment visual assessment with "cut in the hose." If additional information becomes available a supplemental report will be submitted. (B)(4).